Event description:
It was reported that the pt underwent a urodynamic measurement procedure as part of a clinical study in 2004. Post operatively the pt experienced a urinary tract infection. The pt was given antibiotics and the symptoms were resolved the following month.